Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.

Event description:
Customer reported via phone call that they experience the insulin pump had a blank display. Customer¿s blood glucose value was 171 mg/dl at the time of incidence. Customer when got up to do the blood glucose it made the sound that the information transferred and there was nothing on the screen. Customer advised the pump was need to be replaced. Customer advised to discontinue the use of the pump and revert to backup plan per healthcare professionals instructions. Troubleshooting was performed. Insulin pump will return for the analysis.